Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a patella femoral replacement procedure, the drill got stuck in pfj drill guide while drilling the peg holes for the femoral implant. No further medical intervention was necessary and there was no delay in procedure. The procedure was completed with an osteotome. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed; visual evaluation identified nicks and gouges as well as confirmed the complaint of the drill bit being lodged in the guide. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.